Manufacturer narrative:
Additional information: x-ray review: post-op x-rays from l2-l5 fusion show that both set screws at the l2 level are out of the screw heads. The lumbar lordosis is absent and the rods are over bent likely creating a "pre-stress" on the screws. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no patient complications were reported as a result of this event. As of now, no further treatment has been scheduled.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation but relevant x-ray images were received and sent for review. A follow up report will be sent when x-ray images review is made available.

Event description:
It was reported that patient with l2-l5 degeneration underwent fusion at l2-l5. On (B)(6) 2017, nearly one year post op,set screw was observed to be freely floating in the patient.